Manufacturer narrative:
The investigation into the reported sterile sleeve damage has been completed since the original report was filed. The cause of the tear cannot be determined as the product cannot be retrieved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Patient on impella support experienced a tear in the sterile sleeve. There was no harm reported as a result of this incident.